Manufacturer narrative:
(B)(4). Therapy date - (B)(6) 2017. Medical product - jgrknt 1.0mm mini 2-0 ndls catalog # 912076 lot # ni (4 qty). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001825034 - 2017 - 06780, 001825034 - 2017 - 06781, 0001825034 - 2017 - 06778.

Event description:
It was reported that during a surgery, the support sleeve covering tip of the soft anchor had already been slid to the handle side when the surgeon opened the package at the operation. Therefore, the surgeon used an alternative one to complete the surgery.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined that it did not result in patient injury and has not been previously reported as doing so. The initial report was forwarded in error and should be voided.